Manufacturer narrative:
Image analysis: seven additional photos were received from the account. The first six images appear to show the fragments from the original images returned in greater detail. It is not possible to ascertain from the images if the material is hardened or the composition of the material. The exterior of the material is white / off white in appearance whilst the internal composition of the fragments is brownish in colouration. It is also unclear from the images what size the fragments are and as to what magnification the images were captured under. The seventh image is the state of the material after 30 minutes of autoclave treatment at 115°c. The appearance is off white in colour. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 physician used a venaseal closure system in a bilateral great saphenous vein (gsv) case. Local anesthesia was utilized. No compression was used. 25 segments were treated and the vein is reported to have closed. Post-op, the right gsv was affected, and the contralateral side had a stasis leg ulcer, but there were no signs of inflammation, and the ulcer is healing well. On the affected side, swelling and pain appeared throughout the thigh and leg, where the glue was injected, from around the 7th day after surgery, and peaked from the 2nd week to the 1st month (10mg of loxonin and steroids were administered for 4 days), with the swelling and pain gradually improving. However, from the 1st month, nodules/granuloma formed on the skin in two places on the thigh and three places on the leg, and the condition was monitored. Two months later, around (B)(6) 2025, cyanoacrylate pillars that were probably solidified in the veins were discharged from 4 of the 5 places. There were more than 10 pieces of glue excreted. The inflammation around where the glue lump came out has improved significantly, and the opening is closing, but pain and hardening continue in the area of the upper thigh where there was no opening, and the area where the glue entered the branch near the sfj, so these areas were removed on (B)(6) 2025. It was thought that glue lump would come out again from the area of the upper thigh where there was no opening, but the gsv itself was completely occluded and there was no glue lump inside, and the surrounding inflammation was hard fibrous tis sue. There was about 0.5cc of pale milky white liquid in the gap (not an infection). Something like a glue lump was removed from the area where the glue entered the branch near the sfj. The collapsed area has not yet healed, but the swelling and redness have subsided.

Manufacturer narrative:
Product analysis: one photo was received from the account. The photo appears to show dried biologics along with unidentified fragments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.